Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that they obtained discordant, tacrolimus results. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: cleaned and aligned vessel feeder gate and sensor, aligned heterogenous module (hm) module, sample and reagent arm 2 (r2) probes, replaced wash probe 1, replaced vessel transfer assembly and rebuilt the wash station, ran a system check. The system check recovered acceptably. The cause of the discordant falsely low tacrolimus results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low tacrolimus results were obtained on 2 patient samples on a dimension exl with lm instrument. The initial results were not reported to the physician(s). The samples were repeated on the same instrument twice, the second repeat was performed using new flex of the same lot. The first repeat results were reported, as the correct result, to the physician(s). There are no known reports of adverse health consequences due to the discordant, tacrolimus results.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2019-00496 on 20-dec-2019. Additional information (27-dec-2019): the customer stated that the patients were administered tacrolimus prior to being tested for tacrolimus on the day of the event. The customer indicated their therapeutic range for tacrolimus is 5 to 20 ng/ml. The customer did not provide sample identifications to assist further investigations. The hm (spell this out) of the vessel transfer malfunctioned and there were wash 1 errors during the time of the time of the discordant results. Siemens further investigated and determined that the malfunction of the hm of vessel transfer and wash 1 errors potentially contributed to the discordant tacrolimus results. The instrument is performing according to specifications. No further evaluation of this device is required. Section b7 were updated to reflect the additional information.